Event description:
Patient was revised to address pain attributed to stem loosening. **update** broadspire received medical records. The medical records were received at depuy cq on (B)(6) 2010 which confirm loosening of the femoral stem. The product/lot numbers were identified with an invoice search. **update** (B)(6) 2011 - litigation papers allege patient was diagnosed with having his left knee joint and ankle being higher than the right knee joint and ankle. This caused patient to have a significant limp and severe pain. Over the course of almost two years, patients physician investigated the cause of patients left hip pain; and in (B)(6) 2010 referred patient to another physician. The physician patient was referred to concluded that patients left hip implant had failed and the system would have to be surgically removed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.